Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector and this issue occurred with six infusion sets. Therefore, her blood glucose level was between 115-300 mg/dl at the time of the event. The infusion set had been used within an hour for all the events. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.